Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 565 mg/dl; cause was unknown. The customer changed infusion set and loaded a new cartridge onto the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.